Manufacturer narrative:
(B)(4). Device: phx. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor broke into a few pieces upon impacting the glenosphere. All pieces were removed from the body, but the scrub tech threw out the pieces. No further information is available.